Event description:
Paramedics attempted to use the device to administer external pacing to a patient diagnosed with periods of apnea and asystolic. The pacing function allegedly failed to operate. A backup lifepak 12 defibrillator/monitor was used to administer external pacing to the patient. The patient's outcome was not reported.